Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted. The device was received with a missing end cap sticker, a cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 132 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.